Event description:
A customer reported a dull knife during a cataract extraction procedure. The procedure was completed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Five samples (three unopened and two opened) were returned. Evaluation of the samples showed the following results: the three unopened samples were examined using (B)(4) magnification and all were found to be visually conforming. The three unopened samples were tested for penetration and all were found to be conforming. The two opened samples were examined using (B)(4) magnification and both were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. How or when the blades became damaged cannot be determined. The damage to the returned opened samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).